Event description:
Cusa excel w/console 110v ac with footswitch (cusaexcelplus) was purchased brand new on (B)(6) 2012. On (B)(6) 2012, the new console would not function during a gynecological surgery/procedure. This was the third time that the cusa had been used. The water cooling alert was triggered and the staff scrambled to borrow the neurological department's cusa console. The case was delayed approximately 30 minutes while the staff retrieved a backup unit and cycled it with the hand piece.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.